Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was reported to be loose. The lead remains in service. How ever this type of malfunction could lead to death or serious injury. No adverse patient effects were reported.